Event description:
It was reported that the left ventricular (lv) lead showed high impedance out of range and loss of capture on patient clinical presentation. The lv lead was capped as part of a system downgrade procedure. It was also reported that the right ventricular (rv) lead showed a rise in threshold levels. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) pacing lead was beyond the expected upper range. There was a lead impedance out of range alert. The impedance trend on the lv pacing lead was rising. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2012 and (B)(6) 2013. The maximum lv pacing lead impedance rises from 1406 ohms the week ending (B)(6) 2012 to greater than 4000 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator, (B)(6) 2009; 694758 implantable tachy lead, (B)(6) 2009; 4456 competitor implantable pacing lead, (B)(6) 2003. (B)(4).